Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that upon opening the suture box on an unknown date, one of the sutures was not in its packaging and was not sterile. There was no patient involvement. No additional information was provided.